Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument could not be attached. There was no reported injury.

Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The reported event with the instrument could not be replicated nor confirmed. The in-house mcs tip was installed properly despite the damage to the tube adapter. The grip was manually rotated, and the in-house mcs tip opened and closed properly. The inputs were manually articulated and passed. The housing was removed and found to be undamaged. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. Additionally, the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measures approximately 1.43 mm x 2.07 mm in size.